Manufacturer narrative:
B3: date of event- estimated as the same day of implant as the date the leaks were first noticed are unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. The patient had an unusual shaped laa. The patient had a few significant leaks following implant of the closure device. The patient was sent to a specialist who used approximately five small plugs to treat the leak. The closure device still had leaks around the device, and the patient's atrial fibrillation worsened. The patient was then placed on amiodarone. The patient had an atrial fibrillation ablation, and their amiodarone medication treatment was discontinued. Three months later, the patient was off their anticoagulation treatment and another three months afterwards, the patient had a transesophageal echocardiogram (tee) performed to check for leaks. Around approximately november 2023, the leaks around the closure device were noted to be under 3mm in size. No further patient complications were reported.

Manufacturer narrative:
B3: date of event- estimated as the same day of implant as the date the leaks were first noticed are unknown. B5: describe event or problem - updated with new information regarding patient medication status and latest tee results.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. The patient had an unusual shaped laa. The patient had a few significant leaks following implant of the closure device. The patient was sent to a specialist who used approximately five small plugs to treat the leak. The closure device still had leaks around the device, and the patient's atrial fibrillation worsened. The patient was then placed on amiodarone. The patient had an atrial fibrillation ablation, and their amiodarone medication treatment was discontinued. Three months later, the patient was off their anticoagulation treatment and another three months afterwards, the patient had a transesophageal echocardiogram (tee) performed to check for leaks. Around approximately (B)(6) 2023, the leaks around the closure device were noted to be under 3mm in size. No further patient complications were reported. It was further reported per the transesophageal echocardiography (tee) report that since the latest tee on (B)(6) 2023, the percutaneous structural plug was well-seated and the gap around the closure device was decreased. There was subsequently a 3.6mm left shoulder gap on the plug and 3.4mm right shoulder gap on the closure device with color flow. The patient was later taken off of anticoagulation medication and placed on only aspirin.